Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Post-operatively, the patient's husband complainted of a sticking sensation with intercourse. The surgeon noted that the patient had a 1mm vaginal exposure of the mesh at the midline, which was very small and more of a granulation. A procedure was performed in the physician's office to trim the exposed tape. The physician also treated the patient with silver nitrate and estrogen cream and the patient is reported to be fine.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.